Event description:
It was reported that, during a pci procedure, the quantum maverick monorail balloon ruptured. According to the customer, "the balloon rupture occurred at the severe calcified lesion." Follow up info rec'd indicated that, the lesion was located in the proximal right coronary artery (rca) and that "the balloon was used for post dilatation after the implantation of the driver stent. The balloon ruptured within rbp [rated burst pressure]." The total number of inflations and to what atm is unknown. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 11 millimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 8643118 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the tear could not be determined.